Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 5113632; UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were revised due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs implantable pulse generator (ipg) was electively replaced due to magnetic resonance imaging (MRI) compatibility. The ipg will not be returned for analysis.

Event description:
It was reported that these spinal cord stimulation (scs) devices were revised due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 5113632 UDI: (B)(4).